Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 24-mar-2015: follow-up attempts were done, with no response to date. Medical records received on 09-apr-2015. The patient's date of birth was updated (she was (B)(6) at the time of event's onset). Her medical history included 2 pregnancies, 1 parity (vaginal delivery), 1 termination of pregnancy, regular cycles and normal pap smear. Her past medical surgery included wte (wisdom tooth extraction) and arthroscopy. Family history was positive for colon cancer (mother grandfather) and lung cancer (pgf). Patient tried oral contraception prior to essure but did not tolerate any. She was allergic to sulfa (gi upset), shellfish derived and mushroom (anaphylaxis), and hydrocodone and oxycodone (vomiting). Her last menstrual period was on (B)(6) 2014, she had regular cycles, with heavy flow, severe dysmenorrhea, and dyspareunia. Essure was inserted in 2009. It was reported that patient started having rash 1 month after placement; patch test was negative for nickel. She also noted bil pelvic pains which started 1 month after essure; the pain was daily, on left side and radiated down thighs. Periods were very heavy and painful/dysmenorrhea (prior to essure she did not have these symptoms). She also had multiple food sensitivities since essure. On an unspecified date, an 3d ultrasound was done but essure implants were well not visualized. On (B)(6) 2014, laparoscopy with bilateral salpingectomy and essure removal was performed under general anesthesia. During the surgery a retroverted uterus and a powder burn endometriosis involving the uterosacral ligaments on both sides at their insertion into the uterus were found. Essure was totally removed. Pathology report showed endometriosis and essure devices. After surgery, patient was doing well. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and experienced chronic pelvic pain. She underwent an ultrasound but essure implants were well not visualized. The patient was then submitted to a laparoscopic bilateral salpingectomy for devices removal. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, it is unclear if the devices were not visible at ultrasound due to a technical issue or due to device dislocation. At laparoscopy both essure's were found and removed, but physician did not specify if they were protruding into uterus or in the correct position, thus causality with the suspect insert cannot be excluded. Regarding the reported pelvic pain; the patient had endometriosis, which could be an alternative explanation for this event. Nevertheless, since abdominal, pelvic and menstrual pain may occur with essure therapy, a contributory role of the suspect device cannot be excluded. This case was regarded as incident due to the reported intervention for essure removal. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on (B)(6)2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provide. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and experienced chronic pelvic pain. This event was considered as serious due to medical importance and regarded as incident since a surgery for bilateral essure removal was required, and is listed event for essure according to the reference safety information. Pelvic pain may occur during and following the micro-insert placement procedure. In this particular case, the time from start of the treatment to the onset of the event and the type of surgery were unknown. No alternative explanation was provided. Based on the information received, a causal relationship between the event and suspect insert cannot be excluded. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014, which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted on unspecified date and underwent a surgery for bilateral essure removal on (B)(6) 2014 due to chronic pelvic pain. Physician anticipated the essure were properly placed. The surgery outcome was not yet provided and they did not know if she had an hsg (hysterosalpingogram) or any other form of treatment. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and experienced chronic pelvic pain. This event was considered as serious due to medical importance and regarded as incident since a surgery for bilateral essure removal was required, and is listed event for essure according to the reference safety information. Pelvic pain may occur during and following the micro-insert placement procedure. In this particular case, the time from start of the treatment to the onset of the event and the type of surgery were unknown. No alternative explanation was provided. Based on the information received, a causal relationship between the event and suspect insert cannot be excluded. Further information and product technical analysis are being sought.